Event description:
The patient went into vt (ventricular fibrillation) storm and was externally defibrillated but there was evidence of erratic pacing following the external defibrillation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).